Manufacturer narrative:
The device was received for evaluation with an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition of leak was verified. The cause of the reported leak occurrence was determined to be a hole in the heater bag identified during visual/functional inspection. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia automated pd cycler set, it was found that the set presented with leak. There was no patient involved. No additional information is available.